Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call display screen and transmitter was scratched, but customer declined troubleshooting for both. Customer also reported to have experienced a sensor glucose versus blood glucose difference and insulin pump did not alarm. Customer's sensor glucose was 198 and blood glucose was 30 mg/dl. Customer was advised that blue test plug would be sent. Customer was also advised that sensor would be replaced.